Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed high thresholds and a drop in shock impedance measurements. The patient was seen for a revision procedure where the lead was explanted and replaced. There were no additional adverse patient effects. The lead was retained by the hospital.